Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. It was noted that previously in march the batter was 45% and most recently was 6% remaining. A request for data review was needed but device data was not provided thus it was not possible to evaluate and comment on the device battery nor on the potential safe replacement interval. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
The device remains implanted. Should additional information become available this investigation will be updated.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. It was noted that previously in march the batter was 45% and most recently was 6% remaining. A request for data review was needed but device data was not provided thus it was not possible to evaluate and comment on the device battery nor on the potential safe replacement interval. No adverse patient effects were reported. The device remains implanted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited premature battery depletion. It was noted that previously in march the batter was 45% and most recently was 6% remaining. A request for data review was needed but device data was not provided thus it was not possible to evaluate and comment on the device battery nor on the potential safe replacement interval. No adverse patient effects were reported. Due to the patients health being unstable due to covid-19 no replacement of the device has yet been scheduled, and the device remains implanted.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.